Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a preface sheath where the sheath became perforated. During the transseptal phase of the procedure, the physician noticed on fluoroscopy that the needle had exited the guiding sheath outside of the normal exit pathway. The sheath and needle were withdrawn from the patient¿s body, and it was confirmed that the needle had perforated the sheath approximately 1 cm from the exit port. The sheath was replaced with a new one, and the case continued without patient consequence. There was no abnormal difficulty noted while maneuvering the sheath. No catheter was in the sheath at the time, only the transseptal needle. The physician stated that the transseptal needle was responsible for the perforation of the sheath. This event is MDR reportable because there is the potential for cardiac/vascular injury due to misalignment of the needle to its intended path.